Manufacturer narrative:
Additional FDA product code includes: kra- catheter, continuous flush the device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the vamp, the back end of the device became disconnected from the plunger. There was no patient injury.

Manufacturer narrative:
One dpt - vamp plus kit with attached IV bag was returned for product evaluation. The customer report of pressure tubing detached, separated was not confirmed. Instead, the plunger was completely detached from the piston. No visible damage was observed from the plunger, piston or the barrel of vamp plus system. The plunger and the spring could be re-attached to the piston without any problem. Vamp plus system functioned properly during multiple cycles of simulated aspiration and injection in which the plunger was moved at the rate 1cc per second. Plunger also maintained attached to vamp system during simulated aspiration and injection. Therefore, since the tubing was not separated or detached and only the plunger was found to be detached this event is no longer considered reportable. When the plunger becomes detached there is no potential for blood loss, air emboli, or infection due to the presence of the piston, which forms an occlusive seal.